Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-tube had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the air-water tube corrosion was traced to component failure. Additionally, the most probable cause for no image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.